Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and baseline shifting resulting in two inappropriate shocks. Device data was sent to rhythmcare for review. Data review confirmed the cause to be related to the sense b node and recommended x-ray to evaluate electrode to header connection. X-rays were completed and provided to rhythmcare, however review has not yet been completed. The device was then reprogrammed to the secondary vector to mitigate further inappropriate therapy. This device was explanted and expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and baseline shifting resulting in a two inappropriate shocks. Device data was sent to rhythmcare for review. Data review confirmed the cause to be related to the sense b node and recommended x-ray to evaluate electrode to header connection. X-rays were completed and provided to rhythmcare, however review has not yet been completed. This system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "nature of incident" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and baseline shifting resulting in two inappropriate shocks. Device data was sent to rhythmcare for review. Data review confirmed the cause to be related to the sense b node and recommended x-ray to evaluate electrode to header connection. X-rays were completed and provided to rhythmcare, however review has not yet been completed. The device was then reprogrammed to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shocks noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and baseline shifting resulting in two inappropriate shocks. Device data was sent to rhythmcare for review. Data review confirmed the cause to be related to the sense b node and recommended x-ray to evaluate electrode to header connection. X-rays were completed and provided to rhythmcare, however review has not yet been completed. The device was then reprogrammed to the secondary vector to mitigate further inappropriate therapy. This device was explanted and expected to be returned for analysis. No additional adverse patient effects were reported.